Event description:
It was reported that: "pt being revised due to right hip pain."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: rejev. Stem.